Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2025 to report that the liberty select cycler cassette door does not close. The cycler did not prompt to insert/remove cassette. The patient was connected when the door popped open. The cassette door popped open again during fill 1, and the cassette did pop out. The patient stated this issue occurred twice. After the issue occurred for the first time that day, the patient re-setup cycler with new supplies, and issue reoccurred. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow-up conducted on (B)(6) 2025 the patient stated that when the cassette popped out, it pulled one of the solution bags, causing it to fall and burst. The incident occurred during fill 1 phase of therapy. The patient stated that fluid from the solution bag spilled all over the floor, creating a mess; however, no adverse effects were reported, and no medical intervention was required. The patient confirmed that the supplies used that day were discarded. Further follow-up was conducted on (B)(6) 2025 and per patient on (B)(6) 2025 while setting up for their pd treatment the cycler door popped open, but they were able to troubleshoot and managed to continue with their setup. The patient stated that during their fill 1 the cycler door popped open once again and while troubleshooting the issue a second time with technical support, this time the cycler set abruptly popped out of the cycler and onto the floor. The patient was connected during the issue. Per patient fluid started to leak out of the cycler set onto the floor. The patient confirmed that the solution bag was fine, and that the cycler set did not pull any of the solution bags. There was no damage to the solution bags prior or during the reported event. Per patient the leak was coming from the cycler set that had popped out. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box to any of the supplies used that day. It was unknown if there were any holes. Per patient they don¿t have the actual cassette but have some companion samples that they can provide. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. Per patient they went to the clinic the next day and drained the remaining fluid. The patient stated that they "brought" the cycler set to the clinic and gave it to their peritoneal dialysis registered nurse (pdrn). The new cycler has been received. The patient confirmed that the old one will be returned as scheduled. Additional follow up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025. The pdrn stated that they were aware of the event since they saw the patient the next day at the clinic. Per pdrn unfortunately they have discarded the cycler set and stated that the patient had given them only the cassette diaphragm without any tubing¿s attached. The pdrn stated that the back of the diaphragm looked blown out. The actual sample is not available to be returned to the manufacturer for physical evaluation; however, the patient stated that they have companion samples that they can provide.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2025 to report that the liberty select cycler cassette door does not close. The cycler did not prompt to insert/remove cassette. The patient was connected when the door popped open. The cassette door popped open again during fill 1, and the cassette did pop out. The patient stated this issue occurred twice. After the issue occurred for the first time that day, the patient re-setup cycler with new supplies, and issue reoccurred. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow-up conducted on (B)(6) 2025 the patient stated that when the cassette popped out, it pulled one of the solution bags, causing it to fall and burst. The incident occurred during fill 1 phase of therapy. The patient stated that fluid from the solution bag spilled all over the floor, creating a mess; however, no adverse effects were reported, and no medical intervention was required. The patient confirmed that the supplies used that day were discarded. Further follow-up was conducted on (B)(6) 2025 and per patient on (B)(6) 2025 while setting up for their pd treatment the cycler door popped open, but they were able to troubleshoot and managed to continue with their setup. The patient stated that during their fill 1 the cycler door popped open once again and while troubleshooting the issue a second time with technical support, this time the cycler set abruptly popped out of the cycler and onto the floor. The patient was connected during the issue. Per patient fluid started to leak out of the cycler set onto the floor. The patient confirmed that the solution bag was fine, and that the cycler set did not pull any of the solution bags. There was no damage to the solution bags prior or during the reported event. Per patient the leak was coming from the cycler set that had popped out. The patient stated that they did not know what caused the leak and confirmed that there were no known delivery issues or damage to the delivery box to any of the supplies used that day. It was unknown if there were any holes. Per patient they don¿t have the actual cassette but have some companion samples that they can provide. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete treatment on the day of the reported event. Per patient they went to the clinic the next day and drained the remaining fluid. The patient stated that they brough the cycler set to the clinic and gave it to their peritoneal dialysis registered nurse (pdrn). The new cycler has been received. The patient confirmed that the old one will be returned as scheduled. Additional follow up was conducted with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2025. The pdrn stated that they were aware of the event since they saw the patient the next day at the clinic. Per pdrn unfortunately they have discarded the cycler set and stated that the patient had given them only the cassette diaphragm without any tubing¿s attached. The pdrn stated that the back of the diaphragm looked blown out. The actual sample is not available to be returned to the manufacturer for physical evaluation; however, the patient stated that they have companion samples that they can provide.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.